Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about two weeks ago, the consumer purchased reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer noticed that the tooth brush snapped and broke on consumer's hand while brushing the teeth. The consumer was using the toothbrush for the past thirty five years and never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the lot number. The lot number was changed from unspecified to 06112s6 s2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about two weeks ago, the consumer purchased reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer noticed that the tooth brush snapped and broke on consumers hand while brushing the teeth. The consumer was using the toothbrush for the past thirty five years and never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the lot number. The lot number was changed from unspecified to 06112s6 s2 this report remains a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the lot number was updated from 06112s6 s2 to 06112sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 06112sg s2 to 05112sgs2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: one toothbrush, lot 05112sgs2, was received. The returned toothbrush lot had been manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however; the breakage was due to excessive force during use. There was no consumer information regarding where the consumer held the brush or the force they used while using the brush. Although this complaint was verified due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about two weeks ago, the consumer purchased reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer noticed that the tooth brush snapped and broke on consumers hand while brushing the teeth. The consumer was using the toothbrush for the past thirty five years and never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the lot number. The lot number was changed from unspecified to 06112s6 s2 this report remains a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the lot number was updated from 06112s6 s2 to 06112sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 06112sg s2 to 05112sgs2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This report is being re-submitted to correct the lot number from unspecified to 06112s6 s2. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about two weeks ago, the consumer purchased reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer noticed that the tooth brush snapped and broke on consumer's hand while brushing the teeth. The consumer was using the toothbrush for the past thirty five years and never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about two weeks ago, the consumer purchased reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer noticed that the tooth brush snapped and broke on consumers hand while brushing the teeth. The consumer was using the toothbrush for the past thirty five years and never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the lot number. The lot number was changed from unspecified to 06112s6 s2. This report remains a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the lot number was updated from 06112s6 s2 to 06112sg s2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about two weeks ago, the consumer purchased reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer noticed that the tooth brush snapped and broke on consumers hand while brushing the teeth. The consumer was using the toothbrush for the past thirty five years and never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the lot number. The lot number was changed from unspecified to 06112s6 s2 this report remains a reportable malfunction case in the united states. Additional information was received on (B)(4) 2013: the lot number was updated from 06112s6 s2 to 06112sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from 06112sg s2 to 05112sgs2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013: one toothbrush, lot 05112sgs2, was received. The returned toothbrush lot had been manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however; the breakage was due to excessive force during use. There was no consumer information regarding where the consumer held the brush or the force they used while using the brush. Although this complaint was verified due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 a review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found no design /formula/ packaging or labeling changes found within in a (B)(4) review period. The change of the basic handle material from (B)(4), to increase the handle flexibility, has been validated and released. Based on the information available, this device was used as intended treatment. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.